Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number ramping anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The was reported that the patient was playing outside, and when he came inside, the numbers on the screen were ramping up without any buttons being pressed. The reported bg at the time of the call was 80 mg/dl. Advised the caller that the pump would be replaced. Nothing further was reported.